Event description:
A medtronic ent representative reported that the software stopped working during an ent procedure. The system tracked fine but then randomly stopped tracking and stopped responding. No instruments tracked and the system indicated red status for an instrument that was not in use just before the stoppage. The medtronic ent rep was not able to troubleshoot during the case since the issue occurred at the end of the procedure. The surgeon completed the surgery with the use of the landmarx element. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not available from site. Software investigation pending.